Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided and also had a reading of 53 mg/dl. A manual insulin injection was administered to address high bg level and the customer ate a fruit bar to address the low bg. It was later determined the wake button was functioning as intended. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.